Event description:
It was reported that "(B)(6) 2023, the extension line was found leak during use on the patient. No sample will be returned. No photo is available." Additional information received stated "in the hospital, when the doctor inserted the catheter into the patient, the nurse use the syringe connected to the extension line and draw back blood and found that there was a break at the extension line and saline oozed out, after that doctor removed the catheter and changed a new one." No patient harm or consequence reported. Patient condition reported as "fine".

Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "03 mar 2023, the extension line was found leak during use on the patient. No sample will be returned. No photo is available." Additional information received stated "in the hospital, when the doctor inserted the catheter into the patient, the nurse use the syringe connected to the extension line and draw back blood and found that there was a break at the extension line and saline oozed out, after that doctor removed the catheter and changed a new one." No patient harm or consequence reported. Patient condition reported as "fine".